Event description:
It was reported that the patient received a pump on 26-jun-2024, as a replacement to a previous pump that the patient stated was under infusing. Per reporter, the estimated remaining volume was between 100-200 ml. Prior to the pump under infusing, the patient's tpn bags would be completely empty at the end of the infusion. When the patient infuses the tpn, the bag and the pump are on the floor by the patient's bed. Patient has a dl power PICC. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.